Event description:
Patient was revised to address loosening of the femoral component. Osteolysis was discovered intraoperatively.

Manufacturer narrative:
The investigation did not find any evidence to confirm the reported device loosening. There were no manufacturing defects noted on the submitted device. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not confirm or draw any conclusions about the reported device loosening or osteolysis. No evidence as found indicated product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.